Event description:
We received a report where during implantation of an intraocular lens (iol) into the patient's left eye, the haptic sheared/broke off. The doctor removed the lens during the same procedure, without performing a vitrectomy, but did have to increase the incision just a little bit. The capsular bag was still intact and they were able to successfully insert the back up lens without further complications. The lens was discarded during the procedure.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.